Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was changing out his set and he had a no delivery alarm. Customer's blood glucose was 269 mg/dl. Customer changed out the infusion set and received another no delivery alarm. Customer changed out the reservoir as well as the infusion set and that resolved the alarm. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. Customer reported that the alarm occurred during manual prime. Customer will receive replacements for the sets and reservoir.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.